Event description:
It was reported that an urgent low alert occurred approximately six hours before the call, and the patient did not treat for hypoglycemia; the patient does not use the mobile app or a glucometer, and device-related details remained indeterminate. Symptoms included no reported clinical signs or conditions associated with the event. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available; device problem characterization and involved component could not be determined due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.